Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a femoral stem fracture and loosening due to the fracture. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient fell and was unable to bear weight following the fall. The implant fractured at the junction of the femoral neck and the femoral stem. Metallosis was also noted in the neck/head junction and around the soft tissue and capsule. The polyethylene had no wear present. While attempting to remove the femoral stem with the osteotomes the posterior cortex was cracked.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address a femoral stem fracture and loosening due to the fracture. Update rec'd 06/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient fell and was unable to bear weight following the fall. The implant fractured at the junction of the femoral neck and the femoral stem. Metallosis was also noted in the neck/head junction and around the soft tissue and capsule. The polyethylene had no wear present. While attempting to remove the femoral stem with the osteotomes the posterior cortex was cracked. At this time an unknown osteotome is being added to the complaint. The complaint was updated on: 07/08/2016 update oct 21, 2017. Pfs and medical records received. After review of medical records, there is no new information. Changed patient's weight. This complaint was updated on oct 30, 2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination for the femoral stem. In addition, the manufacturing records and material certifications have been reviewed and no deviations or anomalies that could contribute to a material failure were identified. A complaint database search or records review was not possible for the osteotome instrument associated with the reported bone fracture because product / lot information is not known. Investigational inputs were requested as indicated per internal procedures for this failure mode. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. Paper copies of x-ray images have been provided for examination. Fracture of the femoral stem is confirmed. Images dated during calendar year 2010 and early 2014 are pre-total hip arthroplasty. It was reported that the date of implant was (B)(6) 2011. There are no images dated in (B)(6) 2011. It is evident from the progressive images that the fractured stem is not the first revision performed on this patient. An acetabular cup in an overly vertical position, more vertical than recommended, is noted in images dated in (B)(6) 2011. The next progressive date of the images is (B)(6) 2014. There are images that do appear to show evidence of liner disassociation. From previous images the femoral head is now superiorly located within the cup. (See com (B)(4)) no images were provided dated (B)(6) 2014. In images from (B)(6) 2014 find a more properly positioned acetabular cup and also a bone screw has been used for fixation that was not present in the earlier images. The femoral head is also again visually centered within the cup/liner construct. Most recent images dated (B)(6) 2016 do confirm a fracture of the femoral stem in the neck area. Images dated (B)(6) 2016, the date provided for this revision show that a modular system stem has been implanted and circulage wires were used because of the reported bone fracture. Although the investigation has confirmed both the reported stem and bone fracture a root cause cannot be determined using only paper x-ray images. ****medical records reviewed 22 jul 2016. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. It is reported that on (B)(6) 2016, the patient fell and fractured the femoral stem. The patient was reported to be super, morbidly obese; patient bmi: 42.9. Among other conditions, it is known that excessive patient weight tends to adversely affect the overall success of replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. / investigation summary: patient was revised to address a femoral stem fracture and loosening due to the fracture. Update rec'd 06/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient fell and was unable to bear weight following the fall. The implant fractured at the junction of the femoral neck and the femoral stem. Metallosis was also noted in the neck/head junction and around the soft tissue and capsule. The polyethylene had no wear present. While attempting to remove the femoral stem with the osteotomes the posterior cortex was cracked. At this time an unknown osteotome is being added to the complaint. No device associated with this report was received for examination. Paper copies of x-ray images have been provided for examination. Fracture of the femoral stem is confirmed. The manufacturing records and material certifications for the femoral stem have been reviewed and no deviations or anomalies that could contribute to a material failure were identified. A records review was not possible for the osteotome instrument associated with the reported intra-op bone fracture because product / lot information is not known. A root cause cannot be determined using only paper x-ray images. Based on the investigation a need for corrective action is not indicated.

Manufacturer narrative:
No device associated with this report was received for examination. A records review was not possible for the osteotome instrument associated with the reported intra-op bone fracture because product / lot information is not known. A root cause cannot be determined. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update oct 21, 2017. Pfs and medical records received. After review of medical records, there is no new information. Changed patient's weight. This complaint was updated on oct 30, 2017.